Event description:
The analyzer producred positively biased total b-hcg results for level 3 quality control samples. This malfunction could cause falsely high troponin I results to occur, which might initiate a cardiac catheterization. There was no report of patient harm as a result of this occurrence.